Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body of a transfer set. This issue occurred during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: h20f24086 (previously asku) correction made to d4: expiration date: 06/24/2025 (previously ni) correction made to d4: unique identifier (UDI) #: (01)00085412007731 (previously ni) additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection was performed with the naked eye noted a female connector separated from the main body. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.